Manufacturer narrative:
The test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: the test strips were found to have results above range when tested with control solution. The additional tests performed on the test strip vial and desiccant were to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests did not confirm the complaint. In addition, a secondary issue was noted; the print on the test strip carton was illegible. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call. The patient claimed that the subject meter started reading inaccurately at 3:20pm on (B)(6) 2016, when she obtained alleged inaccurately erratic blood glucose results of ¿164 and 155mg/dl¿ within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls within lfs¿ criteria for precision. The patient manages her diabetes with unspecified medications. She reported that prior to obtaining the alleged inaccurate results, she had developed symptoms of ¿cold sweats, nausea, sleepiness [and] headaches.¿ she reported that she self-treated her symptoms with food/drink at 3:30pm on (B)(6) 2016. She denied using any other device to check her blood glucose levels. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient¿s blood samples had been taken from the same approved sample site. Replacement products were sent to the patient. In conclusion, although the patient developed symptoms suggestive of an acute diabetes excursion prior to the start of the alleged issue, it cannot be ruled out with all certainty that the meter may have been reading inaccurately prior to this time, causing her to over-medicate, resulting in the hypoglycemic symptoms she reported.